Event description:
It was reported that the doctor found that the urethral stent was ruptured upon opening of the package. The product was not used on the patient and was replaced with new one.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual requirements per cs-7090-xx state to use unaided eye at 12" to 18" distance under normal room lighting, unless otherwise noted. When evaluating the sample, it could be seen that all of the packaging that was provided had been opened. The separation reported could be located on the body of the stent. The separation appears to be indented inward with no stretching or discoloration to the material. No other defects could be confirmed. Dimensional evaluation noted dimensional requirements per cd-7090-xx state the od is to be 0.061" ± 0.002", tip ID to be 0.039" ± 0.002", guidewire to be 0.035" ± 0.001", and tube ID to be 0.040" +0.002"-0.001". The sample passed all dimensional requirements per cd-7090-xx. The od was measured at 0.0617" using a laser micrometer. The tip ID was measured at 0.039" using a pin gauge. A 0.035" guidewire passed through the parts of the sample with no hesitation. The tube ID where the sample occurred was measured using a 0.040" pin gauge. Although an exact root cause could not be determined a potential root cause could be material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the doctor found that the urethral stent was ruptured upon opening of the package. The product was not used on the patient and was replaced with new one.